Event description:
It was reported that the device was not alarming properly on the "add recirculating solution" test as well as water purges out without stopping on the "check disposables" test. The event occurred during testing. There is no patient involvement and no harm or adverse event.

Manufacturer narrative:
One device was received. Per visual inspection, bent micro switch and broken light emitting diode (led) on printed circuit board (pcb). Per functional testing, the disposable alarm was going off constantly and water kept flowing out where the temperature check is attached confirming the customer complaint. The cause was a severely bent micro switch. Replace the pcb and micro switch and the device functioned properly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.